Event description:
Customer reported hospitalization for eight days due to high blood glucose. The blood glucose was over 500 mg/dl. The hospital shut off the insulin pump. The blood glucose was 116 mg/dl at the time of call. Customer stated the blood glucose on the blood glucose meter was not showing on the insulin pump. Assisted customer with programming the meter and the transmitter ID number. No other information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.